Event description:
Reporter alleged blood glucose measured 134, 486, and hi when all tests performed back to back within a few minutes apart. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect device replacement product was sent.